Manufacturer narrative:
The clinical signs code grid has been corrected to include the patient fall. The device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; no adverse consequences were reported.